Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that during multiple injections, there was oscillation within the temperature performance. The balloon catheter was used for eleven injections. Analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked near the tip. The catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files did show that during multiple injections there was oscillation within the temperature performance with catheter (B)(4) which was used for eleven injections. Upon visual inspection of catheter 2af283 / 44361-59, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for three injections. Dissection showed a guide wire lumen kink at 1.4 inches from the tip inside the balloons. Pressure test did not show leaks. In conclusion, the reported kink issue has been confirmed through testing. The catheter failed the inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked near the tip. The catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.